Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Vessel and aneurysm morphology at the time of implant were not reported. Currently the aneurysm is 6.5 cm in diameter and vessel morphology was reported as there was disease progression with aortic neck dilatation. It was reported that a recent CT demonstrated that the stent graft has migrated distally 2 cm with a type I endoleak. The patient is scheduled to be treated in a week. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (stent graft migration, endoleak); (disease progression, neck dilatation). Conclusion: (disease progression, neck dilatation).